Event description:
It was reported that a patient underwent a sling procedure in 2007. Twenty days later, the patient was found to have a vaginal mesh exposure with discharge and a healing defect at the suture site. The procedure was performed under local and sedation. The surgeon used xylocaine 2% with epinephrine, diluted in sodium bicarbonate. The surgeon used dexon, single interrupted suture for the patient.

Manufacturer narrative:
Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.